Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported during the patient post-op appointment (date unknown) the physician noticed the patient's ipg pocket site incision was open and exposed. As s result, the physician decided to explant the ipg on (B)(6) 2018.

Event description:
Follow-up information revealed the patient's wound has healed.